Event description:
It was reported that a surgical procedure was performed to remove this inflatable penile prosthesis (ipp) due to pain. No patient complications were reported. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of pain. Product analysis was unable to determine the most probable cause of the reported events. DHR review: a DHR and ship history review cannot be performed as the lot numbers were not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders, reservoir and pump were visually and microscopically inspected, and leak tested and the pump was also functionally tested. The reservoir had a wear in the shell and it passed the leak test. The cylinders had folds in the cylinder body. The cylinders had leaks as a result of damage caused during the explant. The pump passed all testing. Product analysis was unable to confirm the reported clinical observations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a surgical procedure was performed to remove this inflatable penile prosthesis (ipp) due to pain. No patient complications were reported. No further information could be obtained despite good faith efforts.